Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer for evaluation.

Event description:
It was reported that during a medical procedure, the bur broke and is stuck in the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: investigation results with the associated 5407120486, sn (B)(6) (elite 17cm angled attachment) indicates that the most probable root cause of the metal cutter break is as a result of issues with the attachment. Evaluation of the returned attachment indicate that the bearings were broken. The damaged bearings would introduce substantial wear and restrict the cutter from proper rotation ¿ these introduce substantial localized stress and caused the cutter to break and be stuck in the attachment. Therefore the cutter breakage is concomitant to bearing failure of the attachment 5407120486, sn (B)(6).

Event description:
It was reported that during a medical procedure, the bur broke and is stuck in the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.